Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, when the surgeon did the first fire of the pouch during a laparoscopic gastroplasty, the surgeon was able to press the green button but he stapler did not fire. They opened a new stapler to complete the case. There was no patient injury.